Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that during servicing of a homechoice device, a high drain error 101 high drain error 101 alarm was identified as having occurred on (B)(6) 2012, 06:29:46, during night drain 1. The alarm indicates an iipv event had occurred during therapy. No additional information is available.